Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pcoip of the navigation system cycled power twice. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for evaluation. Testing found that the event logs of the unit showed that the unit had five instances of a software reboot. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.